Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, deflation, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a procedure with an unspecified mentor saline breast implant prosthesis and experienced postoperative right-sided breast pain, deflation, and device migration. The patient believes that the device is a textured implant, but is not sure. The patient states that her surgeon implanted the saline implant along with an alloderm mesh to help with the symmetry of her breasts without her knowledge. The patient states that she was later on explained by the surgeon that the mesh would act as an internal bra for support. However, the patient has been suffering right-sided breast pain, discomfort, and lump/tightness, since the date of implantation. The patient consulted with another surgeon and was told that her capsule pocket was ruined and the surgeon wouldn¿t be able to fix the issue. Recently, the patient consulted with a different surgeon who is planning on fixing the issue. In addition, the patient believes that her right-sided implant was deflated since the right breast feels smaller than before, and her old bra feels bigger for the right breast. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified breast implant prostheses on (B)(6) 2020.